Manufacturer narrative:
No patient information provided to date after calls to customer 09/18/20, 09/21/20, and 09/22/20. Unique identifier: (B)(4). The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.